Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); (B)(4) implantable tachy lead implanted: 2013 (B)(6); 407645 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient called to report "I just had my device implanted last friday. I have been having spasms when trying to lay down and when I lay on my right side. I went into the office today and your technician made an adjustment, before I could get to the car they came back, I went back in and they did another adjustment, it seemed fine, however, now that I¿m home I have more spasms". Follow up determined the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was turned. No patient complications have been reported as a result of this event.